Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had wear and tear. Customer reported several scratches on the insulin pump that prevented the customer from reading the display. Customer also reported a lot of dirt and dust built up on the insulin pump. The customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.